Event description:
Procedure and pt sex: unk. Reportedly, the facility has 3 probes that need to be returned for failure to disengage the cautery when the switch control on the handle is pushed. One of them never disengaged.